Manufacturer narrative:
Additional information b5: medtronic received additional information that there was no damage to the device, the packaging or other contents within the package (ex. Devices in a tray or custom pack). The patient lost 200ml of blood as a result of this leak. A transfusion was not required. Correction d1 (brand name): field was updated. Correction d4 (catalog): field was updated. Correction h8 (usage of device): field was updated. Correction h2.6 (patient codes (ime/annex e)): field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the affinity nt oxygenator, the device leaked blood 4 hours after it was put on the machine. The customer claimed that the oxygenator leaked blood within the indicated use time range, which would pose a certain risk to the patient's oxygenation and infection. The device was replaced. There were no patient complications.